Event description:
It was reported that pump experienced malfunction 15. Customer¿s blood glucose level rose to 500 mg/dL. Technical Support advised customer to reset pump; malfunction did not recur after reset, and customer was advised to continue using current pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone SE 3rd Gen / 2.9.1 / iOS_18.6.2.